Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clamp was working properly during the first half of the surgery. The surgeon was performing needle handling maneuvers because he was repairing the hernia. Before placing the mesh, the doctor realized that the clamp no longer had gripping strength and when analyzing it with the naked eye, one cable could be seen to be broken. The procedure was completed with no reported injury.